Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initial procedure date please explain where do you believe that the surgicel was anatomically placed? What ethicon product was used? Do you know the product code or lot number ? Have you seen a physician or surgeon about this issue? If yes, what did they say about your condition? If in your possession, please provide a copy of your operative report?

Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and absorbable hemostat was used. One week later, the patient noticed a skin irritation. The irritation is limited to the border of the bandage. The patient was given a low level steroid cream which slightly reduced the itching. The whole site is still red. The patient has seen a physician and a dermatologist. Additional information has been requested.